Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limit valve was replaced.

Event description:
The hospital reported manual ventilation was not functional. There was no report of patient involvement.